Manufacturer narrative:
See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the representative did not believe the navigation camera or surgical arm were related to the reported inaccuracy.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. The arm setup, 10 points accuracy, and stress test passed. Multiple device codes were applied. Below clarifies what each is associated with a0908 - inaccuracy a23 - registration issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that there was inaccuracy in positioning. The patient had kyphosis from levels l2-t5. It was reported a single clamp was placed on l2, but registration proved difficult, with automatic failing and manual mode subsequently used. While working on registration, the surgeon decided to proceed free hand, and by the time the robot was ready, two screws had already been inserted in t12 and t11 on the left side. The robot was then directed to t9 left, where the entry point was "middle", but no drilling was performed. Similarly, the robot was sent to l1 left and was "middle", but again, drilling did not occur. The robot was then used to place a screw accurately at l2 left, but when directed to l2 right, the entry was lateral and not accurate, so no drilling was done. At this point, the remainder of the surgery was completed free hand by the surgeon. The patient did not experience any impact nor symptoms. There was no delay, the procedure was completed freehanded, and trajec tories deviated greater than 10 millimeters (mm).